Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the system revision due to infection. The patient was treated with intravenous antibiotics. A temporary pacing wire was used. No adverse patient effects were reported. The crt-d remains in service.